Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse asked the customer to turn off the unit; go to the calibration screen, and calibrate the liquid crystal display (lcd). However, the issue persisted. The unit is expected to be returned for eval and repair. (B)(4).

Event description:
It was reported by a customer in the USA that, the ht70 plus ventilator liquid crystal display (lcd) touch screen was unresponsive after logon. There was no pt involvement.